Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The reported condition is not clearly observed via the provided photograph and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported event could not be objectively verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of non-dehp i.v. Catheter extension sets were leaking from unspecified locations. This issue was identified during unspecified process steps. There was no report of patient injury, or medical intervention associated with this event. No additional information is available.